Event description:
It was reported, a seal in the trocar came off of the device and fell into the pt, it was removed. The case was completed by pulling another trocar which worked fine. No pt consequence. The device will be returned.